Manufacturer narrative:
Continuation of d10: product ID: fa-55150-1030 (lot: 231428269); implant date: n/a; explant date: n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a pipeline flex embolization device stent that failed to open. The patient was undergoing a procedure via femoral artery access for flow diverter treatment of posterior communicating artery (pcom) c7 segment unruptured saccular aneurysm. The aneurysm max diameter was 3.6mm and the neck diameter was 3.1mm. The distal landing zone was 5mm; the proximal landing zone was 8mm. Vessel tortuosity was moderate to severe. Dual antiplatelet treatment (dapt) was administered with normal pru level. It was reported that the devices were prepared and catheter flush was administered as indicated in the instructions for use (IFU). The marksman microcatheter was positioned at the stent anchoring site and deployment of the pipeline stent was initiated. However, the tip of the pipeline stent could not be opened despite multiple attempts. The system was removed and both the pipeline and microcatheter were replaced to complete the procedure successfully. There was no harm or injury to the patient associated with this event.

Manufacturer narrative:
Updated b5, d9. H3: analysis results were not available at the time of this report. A follow-up will be sent once analysis is complete. H6: the evaluation codes have been updated for this event medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was unknown if there were any issue with the marksman. The section of the pipeline that did not open was the distal end. The pipeline had been placed in a vessel bend when it failed to open. No additional steps or other devices were attempted to open the pipeline, such as resheathing, wire or catheter manipulation, or balloon angioplasty. The cause of the pipeline failure to open was not determined.

Manufacturer narrative:
Product analysis as found condition: the pipeline flex embolization device and marksman catheter were returned for analysis within a shipping box; and within a plastic bio-pouch. The pipeline flex shield was returned within the marksman catheter. Damage location details: the pushwire was extending out from catheter hub. No bent or kink was found with pushwire. The distal hypotube was found to be stretched. The shrink tubing was found intact but pulled back from the proximal bumper. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. No defects were found with the proximal bumper, re-sheathing pad, re-sheathing marker, distal marker, and tip coil. The distal and proximal ends of pipeline flex braid were found to be fully opened and damaged. No flash or voids molded were observed in the hub. No damage was found with hub. No bent or kink was found with however, the catheter body was found to be separated/broken at ~129.7cm from proximal end. No accordion was found with the catheter body. No damage was found with marksman catheter distal tip/marker band. No other anomalies were obs erved. ¿ testing/analysis: the pipeline flex was pushed out from catheter without any issue. The total and usable lengths of the catheter were measured to be within specifications. The catheter was flushed with water and water exited out of the distal tip. The catheter was then tested by running an in-house 0.0265¿ mandrel through catheter tip and hub. The mandrel successfully passed through the catheter hub and tip with no issue. Conclusion: based on the analysis findings, the pipeline flex and marksman catheter were confirmed to have resistance during delivery/ retrieval as the pipeline flex was found to be damaged and marksman catheter separated/broken. However, the root cause could not be determined. From the damage seen on the catheter body (separating); hypotube (stretching); and pipeline flex braid (fraying); it appears there was high force used. It is likely these damages occurred when the customer attempted to advance and retrieve the pipeline flex through the marksman catheter against resistance. Possible causes include damaged catheter, burrs, bumps, kinks or other damage on ped or pushwire, frayed ends on braid, patient vessel tortuosity, user does not maintain continuous flush, and users pulls back on/torques wire while advancing ped in microcatheter. It was noted the patient's vessel tortuosity was moderate. Which eliminates this factor out as potential causes. However, the marksman catheter could not be confirmed to have accordion. The marksman catheter was found to be separated. However, the root cause could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.